Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
The hospital reported a patient experienced barotrauma while using an engstrom ventilator. It was reported that the patient was transferred to ICU for monitoring and treatment due to postoperative cerebral hemorrhage and was in a deep coma at the time of transfer. The patient suddenly experienced shortness of breath and a drop in blood pressure. Tracheal intubation was performed, and the ventilator was connected to assist ventilation. A chest x-ray found subcutaneous emphysema, considering the ventilator-induced barotrauma, the ventilator parameters were adjusted down. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
On 21 jun 2022, the customer initially reported that the patient was transferred to the ICU for monitoring and treatment due to postoperative cerebral hemorrhage and was in a deep coma during the transfer. The patient suddenly had shortness of breath and a drop in blood pressure which the clinician addressed by intubating the patient and connecting the patient to the engstrom ventilator. The customer originally reported that the patient then experienced barotrauma which was induced by the ventilator. Upon follow-up communications with the clinician, it was identified that there were no malfunctions of the engstrom ventilator. Additionally the clinician shared that even though the pressures were set low, the patient's poor condition led to the barotrauma. Based on the information available at this time, ge healthcare's review of the event determined there was no device malfunction, the ge device did not cause or contribute to any injury. H3 other text: on 21 jun 2022, the customer initially reported that the patient was transferred to the ICU for monitoring and treatment due to postoperative cerebral hemorrhage and was in a deep coma during the transfer. The patient suddenly had shortness of breath and a drop in blood pressure which the clinician addressed by intubating the patient and connecting the patient to the engstrom ventilator. The customer originally reported that the patient then experienced barotrauma which was induced by the ventilator. Upon follow-up communications with the clinician, it was identified that there were no malfunctions of the engstrom ventilator. Additionally the clinician shared that even though the pressures were set low, the patient's poor condition led to the barotrauma. Based on the information available at this time, ge healthcare's review of the event determined there was no device malfunction, the ge device did not cause or contribute to any injury.